Event description:
Provider stated the end user allegedly was sitting in the wheelchair in the home, chair caught on fire and the fire dept. Was contacted, they came and disabled the chair. End user allegedly had burns to legs and singed hair, to date the end user had not sought medical attention. Provider was contacted and stated there was damage to the carpet, burning wires.

Event description:
Provider stated the end user allegedly was sitting in the wheelchair in the home, chair caught on fire and the fire dept. Was contacted, they came and disabled the chair. End user allegedly had burns to legs and singed hair, to date the end user had not sought medical attention. Provider was contacted and stated there was damage to the carpet, burning wires. Additional information: according to the incident report provided by the denver fire department (station (B)(4)), the department responded to a report of a fire at a home at 5:51 pm on (B)(6) 2014. Upon arrival, no fire was noted, however, the resident of the home advised her son¿s invacare torque 3 for formula cg powered wheelchair (3gtq3-cg) was arcing and sparking and had caught fire prior to the fire department¿s arrival. Upon investigation, the fire department noted a melted electrical cord. The powered wheelchair was removed from the home by the fire department and the resident was advised not to plug-in or use the device until it was inspected and repaired. The patient reportedly sustained burns to his legs, however, the incident report indicated no medical aid was provided.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to the manufacturer; however, an evaluation of the device is underway. Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.